Manufacturer narrative:
Follow-up #1: date of submission 03/07/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2016 with the following findings: a review of the pump¿s alarm history showed no indication of alarms associated with a blank screen. The display screen was fully functional; the pump powered on to the verify screen and the display was legible. The complaint of a blank screen was unable to be duplicated during investigation. The pump was opened and the display screen was intact, the display flex cable was fully seated and there was no evidence of moisture observed inside of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.